Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that prior to a surgical procedure at the user facility the sterile packaging of the product had been compromised by a pinprick hole. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
It was reported that prior to a surgical procedure at the user facility the sterile packaging of the product had been compromised by a pinprick hole. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.